Event description:
The customer stated that after completing the operational check, the printer would not stop printing; the buttons were frozen and they had to pull the power and battery to turn off device. The customer stated that there was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.